Event description:
Advocate alleged her mother's contour next did not store several blood glucose readings in the meter memory. No adverse event was alleged. Advocate was advised to return the meter for evaluation. A new meter was sent to the customer.